Event description:
It was reported that a smiths medical pump alarmed no disposable clamp tubing. Alarm silenced and pump settings verified along with medication label. Res vol 63.5, given 28.55, rate 48ml/24hr. Air bubble noted in line. Patient not affected.